Event description:
Procedure: bypass. According to the reporter: the anvil detached from the device into the patient¿s small intestine. An additional incision was made to retrieve the anvil and another device was used to complete the procedure. Surgical time was extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/05/2015.